Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 13th august 2010 and that it had performed to specification up to the 2nd november 2014. On the 9th november 2014 the device failed the weekly auto self-test due to a low battery. On the 8th january 2015 the device was still in fault mode when it failed the self-test during a manual power cycle due to a low battery. An additional low battery fail was recorded on the 15th january 2015. The device was still in fault mode on the 20th january 2015 when an increase in voltage suggests a further pad-pak was installed with the device passing 2 self-tests during manual power cycles. Later that day the device again failed a self-test during a manual power cycle due to a low battery with a significant voltage drop of approximately 4v. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 1st september 2015 and the last log entry on the 7th january 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the initial pad-pak performed as expected for approximately 50 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.